Event description:
Per the clinic, the patient¿s sleeper fixture was explanted (B) (6) 2010 due to an infection.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(6), 2011. Device not available for analysis.